Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "system error 105" was confirmed through the event history log, but was unable to be reproduced during eval. The pump was within specification in relation to this symptom. The motor was replaced because it is a known contributor to system error 105.